Event description:
It was reported that the screwdriver broke off while inserting a screw. All the broken pieces were retrieved from the pt. No add'l pt complications were reported.

Manufacturer narrative:
(B)(4): the screwdriver was returned for eval. Visual exam confirmed the sleeve broke between the stress relief fillets of the retaining tabs. Microscopic exam of the fracture revealed a fairly brittle fracture, with no indication of fatigue or torsion, suggesting possible bending moment; the crack appears to have initiated at the stress relief fillets. A review of the device history records did not identify any applicable non-conformance to spec.